Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient underwent a procedure for trans-vaginal tape (tvt). The procedure was completed, and did not present with any complications. The patient was seen for several post-operative visits. The dates were not provided. There were no complaints from the patient and the post-op exams were normal. The patient has not been seen in years. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.